Event description:
Facility alleges that after treatment was started, pt complained of head pounding as well as swelling of lips and tongue. All tests performed were negative. Treatment was restarted with a new dialyzer without further incident. No pt injury reported. Ebl > 100cc. Dialyzer not reprocessed properly.